Manufacturer narrative:
The reported thermal device malfunction is associated with a pdm (personal diabetes manager) manufactured prior to the correction for action res#90987 was implemented. According to the complainant, the device will not be returned for investigation. We are unable to confirm or determine the root cause of the reported thermal event.

Event description:
The patient reported their omnipod dash pdm (personal diabetes manager) battery was swollen and would not hold a charge. The patient noted the pdm screen went black and would only power on if plugged in. The patient reported they were not using a charging cable provided by insulet. No impact to the blood glucose levels was reported. No medical treatment was required for the battery event. If additional information is received, a supplemental report will be submitted.